Manufacturer narrative:
B5: lens explanted on (B)(6) 2023 and replaced the same day with same length different diopter lens. Problem resolved. Status of eye "all fine! Patient is happy! Subj refraction: -1.50dpt." H6: investigation type 4110: lens work order search - no similar complaint event(s) within associated lots were found. Claim#: (B)(4).

Manufacturer narrative:
B5 - the reporter indicated that a 13.2mm vticm5_13.2 -5.0/1.0/003 (sphere/cylinder/axis) was implanted into the patient's left eye (os) on (B)(6) 2023. Refractive surprise was observed. Lens remains implanted. Cause of the event is marked as unknown. Claim# (B)(4).

Manufacturer narrative:
H3: device evaluation - lens was returned in microcentrifuge vial dry. Visual inspection found no visible damage to lens. Dimensional inspection found the lens to be within specification. Functional inspection found that the returned lens did not meet original values measured at the time of manufacturing. H6: device history record (DHR) review: based on the results of the investigation, all released devices from the associated work order(s), including the suspected device; have been manufactured within established process parameters; and there is no indication that the manufacturing and processing of the device contributed to the complaint issue. Claim# (B)(4).

Event description:
It was reported that an implantable collamer lens was implanted into the patients left eye (os) and refractive surprise was observed. Lens remains implanted. If additional information is received a supplemental medwatch report will be submitted.

Manufacturer narrative:
Claim # (B)(4).